Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the m.blue, were determined. Permeability test: a permeability test has shown that both valves are permeable. During the permeability test bloody liquid were flushed out. The controll reservoir showed a blockage. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The results show that the valves operate within the permissible tolerance in their respective relevant position. Adjustment test: during the adjustment test it was determined that both valves are adjustable in all pressure ranges. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, no deposits were found in both valves but some deposits were found in the inlet nozzle of the control reservoir. Results: based on our investigation results, we can determine a blockage at the control reservoir. The visible deposits in the reservoir have led to the occlusion. Deposits of natural substances found in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can affect the integrity of the valve. Based on our test results, we cannot detect any functional deviations or other abnormalities in the m.blue or progav 2.0. These valves met their specifications. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that an m.blue plus (#fx824t) was implanted. According to the complainant, the shunt system showed an under-drainage. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.